Event description:
Related manufacturer report number: 2017865-2023-11638. It was reported that phrenic nerve stimulation was observed on a recently implanted cardiac resynchronization therapy (crt) device. Upon interrogation an error message was observed requesting confirmation whether this was an older model and a reset. A cyclical redundancy check (crc) error was suspected. A reset was completed and the device restored to nominal settings. This turned therapies off and changed the pacing mode and left ventricular (lv) vector leading to further phrenic nerve stimulation. Reprogramming of therapies back on was completed. Additional issues communicating with the (crt) device were observed the following day on 14, feb 2023. An attempt to change the lv pacing vector resulted in a frozen programmer screen and the programmer had to be shut down to re-interrogate the device. It was also reported that noise resulting in auto mode switching (ams) episodes had previously been observed on the patient's atrial lead. The physician chose not to make any changes to the atrial lead. Further information during interrogation on 21 feb, 2023 indicated normal (crt) device function. The error message was thought to be a one-off and the (crt) device was expected to behave normally. Repositioning of the non-abbott left ventricular (lv) lead was discussed due to continued peripheral nervous system stimulation. Programming changes were made to the best possible limits.

Event description:
New information received notes two electrophysiologist physicians at the facility were contacted with regards to atrial lead function and neither indicated the right atrial lead may have contributed to the patient death. Additional information was not available at this time.

Manufacturer narrative:
The reported events were noise and mode switch. A partial lead (connector portion) was returned in one piece. The reported event of noise was confirmed. Visual inspection of the lead revealed external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil in two locations at the proximal region of the lead. The cause of the reported event of noise was isolated to the external insulation abrasions breaching the outer insulation and exposing the outer coil.

Event description:
Related manufacturer report number: 2017865-2023-17522. New information received notes the atrial lead was returned on 21 apr, 2023 following the patient's death on (B)(6) 2023 due to antitachycardia therapy which slowed ventricular tachycardia (vt) below the detection rate, leading to undersensing and unsuccessful shocks at converting the patient's rhythm. The patient's death was reported on the patient's implantable cardioverter defibrillator device in MFR # 2017865-2023-17522. The relationship between the original malfunction observed on the atrial lead and the patient's death is unknown. Analysis of the atrial lead was performed and is provided in the conclusion below.